Event description:
Healthcare professional reported, left side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, extended opening, underweight, fold creases, wear abrasion. A microscopic analysis was performed which identified, an extended sharp opening on radius in the same location of crease and stress marks. Based on the device analysis, the final assessment is: a crease sharp opening assessed, as fold flaw opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.